Manufacturer narrative:
(B)(6). The patient was without insulin for four hours after failure to respond to low battery and replace battery alarms which caused the blood glucose (bg) excursion. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2010 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump history showed a 'replace battery' on (B)(6) 2011. The patient replaced the battery and re-primed the pump to start basal delivery on (B)(6) 2011. The pump current draws were tested and found to be within normal range. No unusual consumption of battery observed in download history. The display has a reddish tint. The pump was opened and test display inserted. The pump accurately delivers 2.00 units/hr for 29-hr period.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 289 mg/dl with nausea at 9 am and 550 mg/dl with frequent urination at 12 pm. She stated that the patient's bg the evening of (B)(6) 2011 was within target and that the patient's bg resolved to 200 mg/dl by 6 pm on (B)(6) 2011. A review of the pump history indicated that a low battery warning occurred at 3 am on (B)(6) 2011, and a replace battery alarm occurred at 5 am. The family member reported the following sequence of events. The patient did not hear the alarms, and awoke at 9 am to find the pump had no power. She changed the battery, and noted that the battery was black on one end and emitted a burnt odor. There was moisture in the battery compartment. The patient allowed the pump to air dry, put a new battery in the pump, and changed the cartridge. She resumed pump therapy and gave a correction bolus via the pump. The battery cap tightened to resistance, the yellow o-ring was not visible, and there was no damage noted to the battery cap or compartment. The family member reported that at the time of the call to animas customer support (cs), there was moisture in the battery compartment again. This complaint is being reported because the patient allegedly experienced hyperglycemia while using the pump and a product malfunction cannot be ruled out at this time.